Event description:
Right breast reconstructed with a subpectoral 200 cc. Left breast implant, which was removed because of cancer, was reconstructed by using a 500 cc high profile implant. Rptr complained of synovitis on right hand, decreased grip strength. Coordination is abnormal. Diagnosed as polymyositis-like disease (siliconosis) on 6/10/94.